Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast reconstruction surgery with 460cc mentor smooth round high profile and experienced left side breast implant deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of surgery was (B)(6) 2020. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 explantation date has been updated to (B)(6) 2020. - field h6 method code has been updated to "device not returned" manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of explantation and replacement with saline implant was (B)(6) 2020. Hence, field d7 for explantation date has been updated from (B)(6) 2020 on this form. Manufacturer¿s reference number: (B)(4).